Event description:
It was reported that this right atrial (ra) lead was capped due to noise found on electrogram (egm). The physician decided to replace the lead. No additional adverse patient effects were reported.